Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, a patient sought medical attention and was hospitalized for diabetic ketoacidosis (dka). The patient remained hospitalized for two days and was discharged on (B)(6) 2026. During post-event outreach, it was reported that the patient¿s insulin pod ran out of insulin around midnight prior to the hospitalization. Medical attention was not sought until later the following day. It could not be confirmed whether the patient was wearing a pod at the time medical attention was sought. The diagnosis at the time of hospitalization was dka. Information regarding symptoms experienced, blood glucose values, and treatment provided during hospitalization is unavailable. This information could not be obtained despite multiple good faith attempts to contact the patient¿s caregiver by telephone and email. Additionally, a healthcare provider reported concern that the patient may have been using pods from a potentially affected production batch associated with a field safety notice; however, it was not possible to verify whether the pods used by the patient were impacted, as no serial numbers or lot numbers were provided. No additional information is available at this time. If new information becomes available, a supplemental report will be submitted.